Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2017, during a pacemaker implantation procedure, the subject lead was inserted into the patient¿s ventricle. With the lead tip positioned at the ventricular septum using a stylet curved, the lead was tested using a pacing system analyzer (psa). As the ventricular threshold was measured at below 1.0 v and the r-wave amplitude around 10 mv, the helix was screwed in at this site with 12 rotations. When the lead was tested using the psa again, ventricular capture failure came to occur while the r-wave amplitude and the ventricular lead impedance were still measurable; this time, ventricular capture failure was observed with pacing at 10 v and the r-wave amplitude also showed a decrease to around 3 mv. The ventricular lead impedance was measured at between 400 and 500 ohms, showing no change compared to the value measured before the screw-in of the helix. The lead was repeatedly tested while being repositioned at different sites, but ventricular capture failure was still observed. The lead was then extracted from the patient¿s body and directly checked. No damage was identified to the lead body or the lead tip, but the use of the lead was nevertheless discontinued. A different lead was advanced to the ventricular septum and tested with the psa. As successful pacing and satisfactory lead measurements were obtained (the ventricular threshold was below 1.0 v and the r-wave amplitude was 10 mv), this lead was implanted at this site.

Event description:
Reportedly, on (B)(6) 2017, during a pacemaker implantation procedure, the subject lead was inserted into the patient¿s ventricle. With the lead tip positioned at the ventricular septum using a stylet curved, the lead was tested using a pacing system analyzer (psa). As the ventricular threshold was measured at below 1.0 v and the r-wave amplitude around 10 mv, the helix was screwed in at this site with 12 rotations. When the lead was tested using the psa again, ventricular capture failure came to occur while the r-wave amplitude and the ventricular lead impedance were still measurable; this time, ventricular capture failure was observed with pacing at 10 v and the r-wave amplitude also showed a decrease to around 3 mv. The ventricular lead impedance was measured at between 400 and 500 ohms, showing no change compared to the value measured before the screw-in of the helix. The lead was repeatedly tested while being repositioned at different sites, but ventricular capture failure was still observed. The lead was then extracted from the patient¿s body and directly checked. No damage was identified to the lead body or the lead tip, but the use of the lead was nevertheless discontinued. A different lead was advanced to the ventricular septum and tested with the psa. As successful pacing and satisfactory lead measurements were obtained (the ventricular threshold was below 1.0 v and the r-wave amplitude was 10 mv), this lead was implanted at this site.